Event description:
It was reported the customer had recurring motor error alarms during a bolus deliveries. The customer also reported a compromised force sensor system alarm while they were changing their infusion set. Troubleshooting found the customer's drive support cap appeared to be normal. The customer also stated they were able to complete the rewind sequence on their insulin pump. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarms. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test and unable to prime during prime/a33 test due to faulty force sensor resistor. No a33 alarm noted. The motor passed motor test. The insulin pump was received with cracked case at the display window corner, battery tube threads, minor scratched display window and missing end cap sticker.